Event description:
Reporter initially noted three cases of endophthalmitis at facility. Additional info received in questionnaire noted fourth event occurred. Pt 4 (d+2): severe tyndall, hypopyon; treated with antibiotics. Anterior chamber cultured: faecalis enterococcus. Pt is improving visual acuity 6/10 at this time. Surgeon felt this event is related to the surgery.